Event description:
Immediately postoperatively, echocardiogram confirmed slight paravalvular aortic insufficiency. In fall 2000, the patient experienced progressive difficulty associated with a sensation of fullness in the abdomen and tenderness in the chest, predominantly during exertion, but also increasingly with the slightest activity. Repeat echocardiograms showed moderate to severe aortic insufficiency around the valve. The patient decompensated several times, but was managed with drugs each time. In 2002, the patient underwent reoperation to repair the aortic valve. The patient's peri-and postoperative course remained free of complications. The patient was discharged 8 days later and for susequent outpatient cardiac rehabilitation. The valve remains implanted.